Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: following receipt of products, further investigation was completed which confirmed that the returned products had been manufactured correctly to specification. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Notification was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. A review of complaints database search and manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
A review of the information provided identified that insufficient information had been provided to complete an investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
Examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
She was complaining to her surgeon on pain in her legs, and underwent various exams by her surgeon and various physicians. She had a revision surgery (B)(6) 2011.